Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17.5 mm from the distal end. The fracture surface of the probe showed that crack developed. There was no scratch around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the probe was cracked due to heat, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows: if you retry the verification correctly and the error window and error tone still persist, stop using the system and take remedial measures by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator.

Event description:
During a laparoscopy assisted colectomy, the subject device was used. In the procedure, the probe of the subject device was broken off inside the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.